Event description:
It was reported that the customer was taken to the emergency room and was hospitalized twice due to high blood glucose and dka. Customer's blood glucose reading the first time at the time of hospitalization was over 500 mg/dl. The second time the blood glucose reading was 411 mg/dl. Caller stated that the customer's insulin pump is cracked and the infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with cracked battery tube threads.